Event description:
During a port placement, it was reported that the catheter would not fit through the introducer sheath. The physician coiled up the catheter in the pt's neck tissue. Another introducer was obtained and the implant was completed a few days later.